Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer was assisted in troubleshooting for high blood glucose. When the caller realized that the customer was loosing energy, they had called emergency medical services. When the emergency medical services got to the customer's place, they found her on the floor. She used a cup of hot water to cool the insulin down. The customer's blood glucose level was 165 mg/dl at the time of the incident. The customer also reported to have a dry mouth. The customer was treated with an insulin shot. The customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.